Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, lead noise was noted on the electrocardiogram and ventricular interference was suspected. All electrical lead parameters were in range. Fluoroscopic and x-ray examination found no damage to the lead. The noise was reproducible during provocative testing and possible lead damage near the pectoral muscle due to friction with the atrial lead is suspected but no confirmed. No further intervention was performed, the patient was enrolled in remote monitoring to follow the lead parameters. The patient is stable.